Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determined exact root cause, but most likely it is due to lack of soft-start / re-try software algorithm in installed v6.0.1400.0 has caused the issue. As a resolution, machine will be swapped with new one.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. However, vyaire medical was unable to determined exact root cause due to the reported issue is no longer reproducible. Failure analysis visual inspection did not show signs of physical damage. Attempted to boot-up the unit using the current internal battery charge level but was unsuccessful. After supplying the vent with wall ac power, the vent then booted-up. After charging the internal batteries for a minimum of 20 minutes and after reviewing the charge level of the internal batteries did not pass 4% and no longer charging. Both batteries were then removed and replaced with known good batteries and found the vents charge circuitry was responding as the new batteries charged normally. Performed unit blower test and complete calibration but no performance issues were found with the vent nor the installed moog blower assembly.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us blower not working. Furthermore, there was no patient associated with the event.